Event description:
FDA mw5111695: olympus was notified by the FDA of the following event reported by a customer. During an ercp, the distal cover fell off of the endoscope and into the stomach. The surgeon inserted another endoscope and removed the distal cover. No additional information provided. No follow up will be performed as the customer requested to remain anonymous. This event includes 2 reports: (B)(6): maj-2315, h2204. (B)(6): tjf-q190v. This report is 1 of 2 for (B)(6): maj-2315, h2204.